Event description:
A customer reported the probe was not measuring. The event occurred when the doctor was about to perform measurement. The pt was under topical anesthetic and the procedure was not completed. The measurements were completed 5 days later with another probe. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).